Event description:
When the physician attempted to remove the flexor balkin guiding sheath from the pt's leg/common femoral, it broke apart. Access was gained at the other common femoral and by a contra lateral approach, cutting the leg at the access point, the separated sheath was removed with a snare. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4) - sheath separation is labeled. Event evaluation: still under investigation. The device was returned in a used and badly damaged condition. The sheath had separated into multiple fragments with evidence of thinning and severe elongation. Although it was reported that the device separated, the extremely poor condition of the returned device is indicative that it was subjected to forces beyond its design strength, which have been confirmed through design verification testing. Flexor (tm) sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection to insure correct inside diameter and outside diameter of tubing and material is free from surface defects, bumps, bulges and protruding coils. Final inspection confirms the surface of sheath is free of excessive dents, bumps or scratches. In addition, the IFU, cautions the end user: "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device separation resulted in significant harm to the pt from the add'l cut-down procedure needed to remove the damaged device. Although 100% inspected for sheath size and integrity, the sheath separated per the physician's statements. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The badly damaged condition of the returned device is evidence that it was subjected to forces beyond its design strength. The occurrence rate since the CAPA implementation date of (B)(4) 2010 has been calculated and with this add'l event has concluded there is insufficient risk to require subsequent corrective action at this time. We will continue to monitor complaints for similar events and have notified the appropriate internal personnel.